Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 06-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a three way stopcock dislodged issue occurred. Before use, the three-way stopcock of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium port was dislodged. The procedure was completed with another new sheath. The procedure was completed without patient's consequence. Additional information was received. The sheath was being used on the patient. Blood return was not observed. No needle was involved in the alleged event.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Before use, the three-way stopcock of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium port was dislodged. The procedure was completed with another new sheath. The procedure was completed without patient's consequence. Additional information was received. The sheath was being used on the patient. Blood return was not observed. No needle was involved in the alleged event. The device evaluation was completed on 27-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the stopcock was found with broken marks. The stopcock section was not returned. No other damage or anomalies were found. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port broken issue reported by the customer was confirmed. The potential cause of the broken stopcock could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 25-apr-2024, noted a correction to the 3500a initial. The d1. Brand name was processed as ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿ and should have been processed as ¿carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium¿. Therefore, processed this field. In addition, the device under b5. Event description is also corrected below: it was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium and a three way stopcock dislodged issue occurred. Before use, the three-way stopcock of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium port was dislodged. The procedure was completed with another new sheath. The procedure was completed without patient's consequence. Additional information was received. The sheath was being used on the patient. Blood return was not observed. No needle was involved in the alleged event.